Event description:
It was reported a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined to share an alternate method of insulin therapy.